Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed error u-02 in the logs but could not replicate the error. Fse replaced the erbe generator. The generator was returned and evaluated by the failure analysis team. The reported error could not be reproduced. The unit energized, cauterized in all ports and recognized instruments. Upon visual inspection, there appears to be a slight chip on the power button.

Event description:
It was reported that prior to start of a da vinci-assisted umbilical hernia (ipom) surgical procedure, a u-02 fault was observed on the erbe generator. The customer contacted the technical support engineer (tse) for assistance who then reviewed the logs and found u-02 error. Tse had customer power cycle the erbe, and the error came back. After another hard power cycle of the erbe and the error didn't come back and was not faulting when troubleshooting concluded. Tse provided the next troubleshooting steps if the error came back. Customer was also going to look for a force triad and the activation just in case it faulted out again. Later, the customer did call back for guidance/assistance connecting the activation cable to the vision side cart (vsc) and the force triad generator. The procedure was completed with no reported injury.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was returned to the original equipment manufacturer (OEM) for further investigation. OEM investigations supported the initial findings. The OEM also found that the device showed an error u-02 after boot up. During their investigation, OEM confirmed the reported issue, attributed to the sys check master. There were no visual flaws noted. The complaint was confirmed based on the OEM investigations and system logs.

Event description:
Refer to h10/h11 for follow-up information.